Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. Evidence of water ingress was observed. A "service required" code was found in the ventilator's downloaded error log. The device's tubing was found to be disconnected from the system board. The ventilator's tubing was reconnected to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.